Manufacturer narrative:
On 19-nov-2021, it was found that additional information regarding the patient's symptoms and replacement devices were omitted from the initial report. On 26-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a tear within a crease/fold on the anterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) on 17-nov-2021, mentor received additional information regarding the patient¿s symptoms and replacement devices. The patient experienced bilateral breast ptosis. The replacement devices are two unspecified non-mentor breast implants.

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2021. The event date was estimated as (B)(6) 2019 based on available information.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).